Event description:
It was reported the end user was attempting to sit in his chair when the chair slipped from behind him. The patient fell to the floor and, although the nursing staff was near, he required ems assistance. Further examination by the nursing staff found the manual wheelchair wheel lock does not hold the chair securely in place.